Event description:
Note: event date is unk. It was reported to boston scientific corp on (B)(6), 2009, that a c.r.e. Esophageal wireguided balloon dilatation catheter device was used during an esophageal dilatation procedure. During the procedure, after dilatation was performed, the device could not be removed from the scope due to resistance. The scope and the device were removed together from the body. The balloon was cut off and the device was removed from the scope. Follow up indicates that there was no damage to the device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unk. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be field. (B)(4).